Manufacturer narrative:
Batch review performed on 7 january 2020: lot 166635: (B)(4) items manufactured and released on 15-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 lot. 171403 (k112115). Batch review performed on 7 january 2020: lot 171403: (B)(4) items manufactured and released on 25-jul-2017. Expiration date: 2022-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: impact dm 01.26.2848mhc double mobility hc liner 28/dmd lot. 171727 (k092265) batch review performed on 7 january 2020: lot 171727: (B)(4) items manufactured and released on 26-jul-2017. Expiration date: 2022-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the stem and head with another company's product and revised the liner with a medacta liner almost 2 years and 2 weeks after primary. The surgery was completed successfully.